Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full-height drawer 7 was not recognized as closed. A field service engineer replaced the insep latch for the auxiliary full height drawer 7 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system full-height cubie drawer auxiliary 7 was not recognized as closed: the magnet probably fell out of the inceptor.the customer stated that there was a delay in dispensing medication to a patient.there were no adverse events or injuries reported based on this event.